Manufacturer narrative:
(B)(4). Insulin pump received with motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test or verify no excessive no delivery, occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Due to motor error alarms. Pump received with cracked case from reservoir tube window corners and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump rejected brand new battery multiple times and had a lot of random unexplained no delivery alarms and crack on the side of pump close to bottom reservoir area. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.